Event description:
Only that I had an eeg done and that it hurt while the test was running although not supposed to hurt. It hurt on the side where the constant seizure activity on frontal lobe exists and doctors do not know why the pain occured. The pain was hard to explain...like an electric shock but a bit worse.